Event description:
It was reported there was intermittent stimulation. The implantable neurostimulator (ins) unexpectedly turned off about two months ago. Two weeks ago, the ins turned on again and woke the patient up. The device did not shock the patient. Two days ago the ins turned off again. It was verified that the ins was on and the patient felt no stimulation, even after increasing to the maximum amplitude (10.5 volts). The event started following some form of trauma. It was noted the patient has fallen a few times over the last couple of years, but did not notice any change in therapy at the times of the falls. The last fall was "a day or two ago." The patient has not seen a physician or health care professional in relation to his device since implant.

Event description:
Follow up information received reported that the patient was seen on (B)(6) 2012 at which time all impedance measurements were >10,000 ohms. The patient was schedule to see a neurosurgeon to discuss the possibility of revising their implantable neurostimulator system. If any additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy, but they were working with their doctor or company representative. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was a fall. The event was attributed to an unknown lead issue. It was noted that there were no abnormal impedances, no intervention, and an x-ray on (B)(6)-2012 showed good lead placement. The patient reported that the device was non-functioning. It was noted that no hospitalization was necessary and patient outcome was non-serious injury.

Manufacturer narrative:
Product ID 399930, lot # v016490, implanted: (B)(6) 2007, product type lead; product ID 3998, lot # j0546829v, implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).